Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken to address the issue.